Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery/charger faults) has been confirmed. As received, the battery was unable to charge. The cause for the failure was isolated to the battery housing was damaged. The root cause for the damaged housing could not be positively identified. There were no adverse events associated with the damaged battery.

Event description:
A us distributor contacted zoll to report that a patient was experiencing battery faults.